Event description:
It was reported that mini compressor was generating a loud noise. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). The field service engineer (fse) could verify on-site that the reported compressor was making a high noise during use. The problem was resolved by changing the compressor motor. The visual inspection of the returned compressor motor did not reveal any deviation, the motor was in visually good condition. The returned compressor motor was tested by us in a test bench, the compressor motor was delivering compressed air as per design but was making unexpected noise. Further investigation revealed that the compressor gear bearing was degraded, that was causing the unexpected noise during running mode. If the motor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. The cause to the reported failure was due to the degraded compressor motor gear bearing.

Event description:
(B)(4).